Manufacturer narrative:
13-nov-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called and stated that the brush heads wouldn't stay on, they became loose in his/her mouth when he/she brushed his/her teeth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that the brush heads wouldn't stay on, they became loose in his/her mouth when he/she brushed his/her teeth. No injury was reported.